Event description:
It was reported via repair work order that the foot section calf supports were not locking due to malfunction calf support abduction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.